Manufacturer narrative:
User declined to provide medical imaging to permit a more thorough investigation.

Event description:
Case report from (B)(6) reported as: "the relay plus (28m38250382590u) was implanted to aneurysm of the arch aorta on (B)(6) 2013 and after about one month later the pt passed away. According to the doctor's comment, the cause of death was not able to been determined; however, it has been presumed that the cause of death was going to be a retrograde dissection to the aorta and the relay bare stent might cause the damage of intima, he commented."